Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. The insulin pump was received with stuck motor error alarm loop during bolus delivery due to moisture damage on motor assembly noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump when changing the reservoir. Customer stated that they experienced high blood glucose readings of 407 mg/dl and 570 mg/dl in the past and has treated with injections. It was noted that the customer was unable to clear the alarm as the insulin pump was off. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 254 mg/dl. No further information reported.